Event description:
It was reported that pt had not charged the device in over four months and the device had discharged. Dissatisfaction with the stimulation was the primary reason for the overdischarge. The pt was told to fully charge the device prior to having lead revision surgery. The revision was due to the lead causing stomach cramping that "suggested lead migration". No other symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.